Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(4) 2018. The patient's mother stated they inserted a new sensor into the patient's abdomen that would not pair on (B)(6) 2018. She stated that the patient experienced immediate and significant pain on insertion and when bending at the waist. She said that the patient began to run a low-grade fever and she brought him to the hospital, where an x-ray was performed that confirmed the presence of the retained sensor wire. The patient was then moved to the emergency room, where exploratory surgery was attempted, but failed, and the patient remained in the operative theater for several hours before they decided to use fluoroscopy and were ultimately successful. The patient was provided with a pre-emptive regimen of antibiotics and returned ten days later to have the stitches removed. At the time of further contact, the patient was recovering well; however, the surgical site remained tender. No additional patient or event information is available.